Event description:
The customer reported to olympus that the image displayed by the camera head disappeared completely or was severely distorted and there was no possibility of imaging during surgery. The intended procedure was bariatric procedure (sleeve - gastric reduction). The procedure was completed using a similar device. There were no reports of patient harm associated with the event.

Manufacturer narrative:
E2: no information. The device was returned to olympus and the customer allegation of "no possibility of imaging during surgery, the image disappears completely or is severely distorted" was confirmed. Due to disconnection in camera unit, the endoscopic image cannot be displayed and there were only horizontal lines displayed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The DHR confirmed that the subject device was shipped in accordance with the specifications. There is no indication that this device was not used in accordance with the instructions for use/labeling. The device was damaged due to a disconnected charge coupled device (ccd) unit. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.